Event description:
It was reported during a case while the surgeon was cutting a rod, the jaws chipped on both devices. There was no injury to the patient, all fragments were confirmed by x-ray to have been retrieved. The procedure was successfully completed without additional intervention or extended time to the procedure as the fragments were reported to be easily removed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an additional evaluation was performed. The customer reported the jaws were chipped. The repair technician reported the jaws were cracked and damaged. Cutting jaws broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: jaw/bolt system. This item was repaired, passed final inspection and returned to the customer on (B)(4) 2014. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.